Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No pump error 68 noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Device received with cracked battery tube threads and cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had issue with audio and vibrate of insulin pump and also had insulin pump error alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated insulin pump had crack on the side of battery compartment. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.